Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: : unknown.

Event description:
It was reported by the customer that a es vm large server w/sql had multiple stations showing not detected on bus via a health sight viewer notification. This incident resulted in the staff at one station not being able to access sugammadex to reverse rocuronium due to breathing issues and hypoxic cardiac arrest. The staff called the pharmacy to send sugammadex stat to the or. Patient was successfully resuscitated. In addition to the sugamadex, epinephrine was also administered. The incident contributed to a life-threatening issue and required intervention.

Event description:
It was reported by the customer that a es vm large server w/sql had multiple stations showing not detected on bus via a health sight viewer notification. This incident resulted in the staff at one station not being able to access sugammadex to reverse rocuronium due to breathing issues and hypoxic cardiac arrest. The staff called the pharmacy to send sugammadex stat to the or. Patient was successfully resuscitated. In addition to the sugamadex, epinephrine was also administered. The incident contributed to a life threatening issue and required intervention.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple stations all hardware was failed. A technical support specialist applied the knowledge article ¿medstation es - drawer failure after reboot - cabinet controller does not initialize/ not detected on bus¿. According to the ka, the root cause is unknown, but the failure is linked to the drawer nic card connecting under the public network profile instead of the private network profile. A hotfix had deployed to all medstations, and the problem was resolved in es version 1.8+. The system functioned as intended after the technical support specialist troubleshot the device.